Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with flailed leaflets. A mitraclip xtw was inserted without issues. However, after removing the lock lines and while establishing the final arm angle (efaa), imaging revealed that the clip opened. Troubleshooting was performed; the clip was able to be closed and was deployed on the mitral valve. To stabilize the clip, a second clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked and clip opening during efaa could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported clip opening while locked and clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.